Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the bolus wizard feature. The customer stated that he accidentally over bolused when entering insulin units for the carbohydrates he ate. The customer was taken to the hosp for treatment for low blood glucose levels. Nothing further was reported.